Manufacturer narrative:
The formed needle was observed to be in the exposed portion of the soft cannula. The linkage assembly view through the top housing was observed to not be fully retracted. After opening the pod, score marks were found on the top housing and the needle mechanism fully retracted. A scratch was observed on the linkage assembly. These findings indicate interference between the linkage assembly and the top housing. After investigation, a tear was found on the exposed portion of the soft cannula. The tear caused the fluid to divert from the complete fluid path. It could not be determined how or when this damage occurred. The download data does not contain any timeouts or drive stalls that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 263 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels and the pod leaking, patient found the needle had not retracted as intended; this indicates a needle mechanism failure occurred. Additional method of treatment was not provided.